Event description:
It was reported that the patient was admitted to the hospital for acute left upper quadrant pain. Evaluation for pancreatitis or gall bladder issues were negative, as was a follow up upper gi endoscopy. The patient was provided IV zofran, as well as ativan and dilaudid, and discharged from the hospital. Follow-up evaluation revealed the patient has been pain free and no further treatment required for pain.

Manufacturer narrative:
H.3. The device has not been explanted. If further information is received a follow-up medwatch report will be sent.